Event description:
The anchor broke just as the surgeon was making the last few turns on the anchor. The top portion of the anchor and the inserter were discarded. The bottom portion of the anchor remains in the patient. There was no delay or patient injury reported.